Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient presented in the emergency room on (B)(6) 2018 experiencing pocket stimulation. Upon review, the patient's pulse generator exhibited backup operation. The device was successfully restored.